Event description:
It was reported that the radio-frequency telemetry was unable to connect to the programmer. Upon review, the firmware of the implantable cardioverter defibrillator was downloaded successfully. No patient condition was reported.